Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unspecified, pain, simple cysts and "discrete left axillar lymph increasement." Device remains implanted.